Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a message from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was not getting relief from their retention symptoms by using the stimulator. The patient wanted to know if there was a specific program they should be on. A later phone call from the consumer indicated that the patient was in the hospital with a uti at the time of the call and the caller indicated that the reason for the uti was the ins was "not working." The caller then stated that the patient was not sure if the ins was working. The patient was not feeling stimulation when their bladder is full and was advised stimulation will not increase when the bladder is full, but will be constant and that the patient does not necessarily need to feel stimulation for therapy to be effective. Therapy was confirmed to be turned on to 2.0 on program 4. The caller indicated that the patient was not voiding and was retaining so much urine that the patient needed to have a catheter placed. The caller mentioned that the patient also had some leaking and that the patient's healthcare provider (hcp) was aware of the situation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.